Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, yellow particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Healthcare professional reported, left side ruptured. The device remains implanted.

Event description:
Healthcare professional reported left side ruptured. The device remains implanted.

Manufacturer narrative:
Clarification to explant date: explant is in the future a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.